Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer did not provide their blood glucose value and did not provide the time and date of the hospitalization. The customer stated that the insulin pump failed them. The customer did not troubleshoot and did not send the product back for analysis.